Event description:
According to the complainant, approximately six months after the benign prostatic hyperplasia (bph) procedure, the patient experienced incomplete bladder emptying. The relationship of this event to the prolieve device and/or the bph procedure, is not yet confirmed. Treatment was required, but has not yet been explained. The event was termed "severe" and a documented resolution date is not known. Action taken-unknown. Follow up received indicated the complaint was ultimately documented as being unrelated to the prolieve treatment or prolieve device. In addition, the procedure was completed successfully. Ae resolution pending.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Summary: this complaint is over 30 days old, as this patient is part of a medical study. If any additional information pertaining to this problem is obtained, the complaint will be reopened. Per the event information the patient's condition was severe, but the event was noted 6 months after the procedure date and it is unclear if this has been related to the procedure and device. Event resolution has not been provided, and treatment was necessary. The information provided is not sufficient to determine a root cause or a probable root cause and no product was returned. Device discarded